Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Note: this report is being filed on an international product, architect (B)(6) list 7c18 that has a similar product distributed in the us, ausab list number 1l82.

Event description:
The customer observed a (B)(6) result for one (B)(6) non-vaccinated patient on the architect i2000sr analyzer. The following data was provided: initial 30 miu/ml, repeat 30, 43.41, 44.29 miu/ml. The patient was (B)(6) on (B)(6) and pcr. There was no impact to patient management reported.